Event description:
Related manufacturer reference number: 2017865-2023-20564. It was reported that a patient presented in-clinic. Upon interrogation, the patient's pacemaker exhibited a diagnostic anomaly and the right ventricular lead defibrillation impedance was noted to be high. Corrective programming changes were made but the issue persisted. No further intervention was reported. No adverse patient consequences were reported.